Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Study source: alair japan pmss clinical study. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the alair japan pmss clinical study. This complaint is being reported based on the event of wheeze and dyspnea requiring treatment. On (B)(6) 2015 the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted to the device. The patient had a planned hospitalization from (B)(6) 2015. According to the complainant, following the procedure, the patient developed wheeze and dyspnea. The patient was treated with theophylline intravenously for the complications following the procedure. On (B)(6) 2015 the patient's wheeze was reported to have resolved. On (B)(6) 2015 the patient was discharged from the hospital and the patient's dyspnea was reported to have resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the (B)(4) clinical study. This complaint is being reported based on the event of wheeze and dyspnea requiring treatment. On (B)(6) 2015 the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted to the device. The patient had a planned hospitalization from (B)(6) 2015. According to the complainant, following the procedure, the patient developed wheeze and dyspnea. The patient was treated with theophylline intravenously for the complications following the procedure. On (B)(6) 2015 the patient's wheeze was reported to have resolved. On (B)(6) 2015 the patient was discharged from the hospital and the patient's dyspnea was reported to have resolved. Corrected event information received on january 4, 2016. According to the complainant, following the procedure, the patient developed wheeze, dyspnea and blood stained sputum . The patient was treated with theophylline intravenously for the complications following the procedure. On (B)(6) 2015 the patient's blood stained sputum was reported to have resolved.